Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts also observed other untreated events that were similar. Ts discussed that the noise signature is consistent with changes in the impedance pathway of the sensing vector and discussed possible causes and further troubleshooting recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts also observed other untreated events that were similar. Ts discussed that the noise signature is consistent with changes in the impedance pathway of the sensing vector and discussed possible causes and further troubleshooting recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was hospitalized approximately three weeks later and an implantable cardioverter defibrillator (ICD) was implanted the following day. Three days post ICD implant the s-ICD and electrode were explanted. The information provided indicates this product is currently being held at the hospital for their routine internal investigation. Upon receipt and analysis of this product, an updated report will be provided.